Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the introducer valve malfunctioned. When the dilator was placed inside of the introducer, there was a pop. When the sheath was placed in the body and the dilator was removed, there was back bleeding. A new introducer was opened and used. No patient complications have been reported as a result of this event.